Manufacturer narrative:
B5: event: additional information regarding previous dates of admission for infection and or thrombus was requested but no information was provided. D4,7: serial#: additional information. H3: device evaluated by MFR: correction. H4: device manufacture date: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number: (B)(6), and the reported events could not conclusively be established through this evaluation. The patient ultimately underwent a pump exchange on (B)(6) 2019 due to infection and thrombus and remains ongoing on heartmate 3 lvas, serial number: (B)(6). Heartmate ii lvas, serial number: (B)(6) was not returned for evaluation. The heartmate ii lvas IFU lists device thrombosis, hemolysis, and driveline or pump pocket infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The hmii IFU provides details regarding the recommended anticoagulation therapy and inr range as well as outlines indications of pump thrombosis and as how to respond to such events. The hmii IFU also provides an explanation of all pump parameters (including pump power), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Care instructions for preventing infection are outlined in various sections of this document and the hmii patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient underwent pump exchange on (B)(6) 2019.

Manufacturer narrative:
Approximate age of device 4 years 4 months 19 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2015. It was reported that the patient had a chronic driveline infection that led to a pump pocket. Despite the infection being treated with antibiotics, imaging and labs show infection still active. In addition to the infection there have been signs of hemolysis with elevated powers, ldh, and hemolysis. Patient has had thrombus with elevated ldh, they are unable to offload the left ventrivle on echo. Patient will undergo a pump exchange hmii to hmiii. Additional information was requested but not provided.